Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to dislocation of the patella. Surgeon reported the cause of dislocation was growth of scar tissue and impingement with the resurfaced patella. Scar tissue was removed and a 6x14 ps insert was revised to a 6x16 ps insert due to some loosening of the joint. Rep confirmed that no further information will be released by the hospital or surgeon.